Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 67-year-old male patient with cardiomyopathy and other systemic comorbidities was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient had low platelets and was heparin-induced thrombocytopenia and thrombosis positive.the staff changed from heparin to bivalrudin. Support continued.

Manufacturer narrative:
The investigation for the reported thrombocytopenia has been completed. The device was returned for evaluation. No issues were found with the returned product. Insufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombocytopenia could not be determined.